Event description:
A customer reported she took her blood sugar and received a reading of 272 mg/dl and after she stood up and started walking, she started sweating, felt tingly and disoriented. She tested again and received a reading of 39 mg/dl. The results were obtained within 5 minutes and when plotted on a parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.